Event description:
Elderly paraplegic with extremely poor health, admitted to ICU for pneumonia and respiratory failure and necrotic sacral ulcer. Refused aggressive treatment (ventilator, etc). Died with wound dressing in place on sacral ulcer after one week of treatment. Sepsis.